Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they received a letter from their physician stating something was wrong with their implantable pulse generator (ipg). Follow up attempts to obtain more information were attempted but were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.